Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to change the basal setting from .55 units to .5 units. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.